Event description:
Event was reported on [redacted]. [On the day before], patient underwent cardiac surgery. During the case, the patient was administered epinephrine 4mg in 0.9ns 250 ml IV gtt (gutta) at 0.1mcg/kg/min. At 7:00pm, the provider decreased the epinephrine gtt to 0.08mcq/kg/min. At 7:15pm, a pump failure alarm for open door activated while the epinephrine drip was infusing even though the door was not open. At 7:15pm, epinephrine (1mg/10ml) 20mcq ivp [intravenous push] was given while trouble-shooting the failure alarm and setting up a new IV pump for epinephrine drip infusion. The heart rate was maintained between 109 and 111 during the incident. There were no further doses of epinephrine ivp administered. The IV pump was plugged in at the time of this event, and IV pumps are plugged in for at least 4 hours in this setting prior to use.